Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope had a blocked air channel. The issue was found during reprocessing. Inspection and testing of the returned device found that nozzle was clogged by a foreign material. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a leak from the main terminal and cover insulation had a zero megaohm value. The plastic distal end cover had a crack and a sharp dent. The objective lens had tiny chips and the light guide lens had a large crack. There was a cut on switch 1 and there was no flow due to a clogged nozzle. The customer barcode could not be read and the control knob had play and made a clicking noise when engaged. The scope connector label was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage. The leakage occurred at electrical contacts on scope connector - however, a further cause of the leak could not be presumed. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test. Caution: if you locate a leak, remove the endoscope from the water and contact olympus. Olympus will continue to monitor field performance for this device.